Event description:
Additional information indicates that this product was explanted and replaced with a competitor's product. No further complications were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was admitted for heart failure symptoms. It was reported that the lv lead was in the rv; however, there was no reason why in the patient's chart. The health care professional (hcp) was unable to get any lv sensing. Boston scientific technical services (ts) stated this is due to the patient having no intrinsic rhythm and is pacing 100% of the time. Additional information indicates that the hcp was looking at an old lead from a previous system and though that it was the lv lead. Normal testing was performed and the patient was being seen for reasons unrelated to the device system. Additional information was later received that the patient presented to the hospital with exacerbation of congestive heart failure (chf) systems. It was determined that there was no capture exhibited due to the lead being in the patient's right atrium confirmed with a chest x-ray. The patient was undergoing a revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This lead was found to be electrically continuous.